Manufacturer narrative:
Additional information: there were two additional lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8186619. D.4. Medical device expiration date: 7/31/2023. H.4. Device manufacture date: 7/5/2018. D.4. Medical device lot #: 8204645. D.4. Medical device expiration date: 7/31/2023. H.4. Device manufacture date: 7/23/2018. H.6. Investigation summary: customer returned (25) 1/2cc, 8mm, 31g syringes in open poly bags from lot # 8099664, (39) 1/2cc, 8mm, 31g syringes in open poly bags from lot # 8186619, and (33) 1/2cc, 8mm, 31g syringes in open poly bags from lot # 8204645. Customer states that the needle would not penetrate the site or the vial and something is on tip of the needle preventing it from penetrating the vial or skin. All returned syringes were examined and no foreign matter was observed on any of the returned samples. Also, all samples were tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). All observations fall within specifications. A review of the device history record was completed for batch# 8099664. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200751988, 200752964] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 8186619. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200767177] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 8204645. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200770756, 200771271] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that during use of thebd insulin syringe with the bd ultra-fine¿ needle pen needle would not penetrate site or insulin vial. There is something on tip of the needle preventing it from penetrating the vial or skin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8099664. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200751988, 200752964] noted that did not pertain to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle pen needle would not penetrate site or insulin vial. There is something on tip of the needle preventing it from penetrating the vial or skin.